Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed and the cause appears to be related to the use of the device. The product returned for evaluation one 4 fr sl powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and two splits were observed near the 3 cm depth marker. The characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. 'C' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. Longitudinal split located at edge of circumferential split due to kinking. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. A lot history review (lhr) of recw1444 showed three other similar product complaint(s) from this lot number.

Event description:
It was reported that when flushing catheter there was leakage from the insertion site. They removed the catheter and flushed it outside the patient and there was a hole 5 cm from the 0 mark on the catheter. The PICC was placed (B)(6) 2019 and was used for chemotherapy every third week with carboplatin and etoposide.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recw1444 showed three other similar product complaint(s) from this lot number.

Event description:
It was reported that when flushing catheter there was leakage from the insertion site. They removed the catheter and flushed it outside the patient and there was a hole 5 cm from the 0 mark on the catheter. The PICC was placed (B)(6) 2019 and was used for chemotherapy every third week with carboplatin and etoposide.